Event description:
The report received from the field indicated that the long gen / pro 39 x 80 bil 80 stent mounted on an opta pro balloon catheter was pre-deployed in the packaging. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that the palmaz genesis stent was received pre-deployed in the packaging. There was no reported patient injury. A stent of a long gen / pro 39 x 80 bil 80 was received inside a plastic bag. The stent was received compressed. The rest of the catheter was not received. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The reported stent/ dislodged-dislodged-prior to could not be confirmed since the full unit was not received for evaluation. The exact cause of the stent damaged found could not be determined; procedural factors could have contributed to the stent damage. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. With the limited amount of information available and without return of the complete product for analysis it is not possible to draw a clinical conclusion between the device and the reported event.